Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer's blood glucose level was 176 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had physical damage. Customer advised they dropped the insulin pump while trying to put in the reservoir and the device was broken. Customer advised the lcd display screen was cracked under the plastic of the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.